Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The insulin pump was received with cracked reservoir tube lip and end cap broken off noted.

Event description:
It was reported that the insulin pump had crack and damage. Customer's blood glucose value was 7 mmol/l at the time of the incident. Customer will return device for analysis.